Manufacturer narrative:
This report is filed (B)(6) 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed a soft tissue infection at the implant site. Treatment with antibiotics were unsuccessful due to the patient showing antibiotic resistance. Subsequently, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is submitted (B)(6) 2017.